Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 10, 2020. The lot number was engraved on the returned device and has been populated in d4. A manufacturing record evaluation was performed for the finished device number 270095, and no non-conformance related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on february 20,2020. Device evaluation summary: according to the information received the device ruptured. During visual evaluation of the device, an area of siltex cracking was observed on the posterior view. In addition, a tear was observed within the siltex cracking measuring approximately 2.0 cm. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 315cc mentor siltex clinical gel implant, catalog #3541258g, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 315cc mentor siltex clinical gel implant experienced left sided rupture accompanied by asymmetry post procedure. The rupture was confirmed through magnetic resonance imaging on (B)(6) 2019. As a result, an explant is planned for (B)(6) 2019.